Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure and it was noted that the right ventricular lead perforated the endocardial tissue. Due to the location of the lead, the physician elected to cap and replace the lead. No additional information was reported.